Manufacturer narrative:
Patient weight and ethnicity: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was fully inserted into the patient¿s ocular dexter (right eye). The iol was removed and replaced during the same procedure due to bent/broken haptic and torn iol. Replacement lens used to complete the procedure was the same johnson & johnson model and diopter size. The iol is not available for return as it was discarded. No further information is available.